Manufacturer narrative:
An event of device embolization, partial obstruction, vomiting, hospitalization, and unexpected medical intervention was reported. The device was returned to abbott for investigation and the device met dimensional specifications when analyzed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported device embolization appears to be related to operational context (incorrect defect sizing). The partial obstruction was due to the device embolizing to the aorta. The cause of the vomiting could not be conclusively determined. The reported hospitalization and unexpected medical intervention were due to case-specific circumstances, as the device was snared and a replacement was implanted, requiring prolonged hospitalization. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 9mm amplatzer septal occluder was chosen for an atrial septal defect (asd) using a 7f amplatzer trevisio intravascular delivery system. The size of asd measured by echocardiogram (echo) was 6mm and the aortic edge was 6mm. During procedure, the occluder was placed echocardiography with good positioning, the minnesota maneuver was performed with good stability, the device was released, images are taken and the device was well implanted. Thirty-six hours later, patient started to vomit and a chest x-ray was conducted, the specialist called and informed the device was embolized to aorta. There was a partial obstruction due to the embolized device. The device was removed via percutaneous retrieval and new measurements were taken. No balloons were used, 3d echo was used and a larger measurement of 11mm was found. A new 14mm amplatzer septal occluder was chosen, well positioned and implanted. The patient required prolonged hospitalization. The patient was reported stable and sent to hospital for recovery.